Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer returned the device with no description of a failure. No patient involvement. Factory service identified lines in the display in 2009.